Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lots. Claim # (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): no serial numbers reported. (B)(4).

Event description:
It was reported that an implantable collamer lens was implanted and refractive surprise was noted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.